Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an elevated pacing threshold. The device was programmed up to 6 volts, however the ventricle was not paced. The patient was not pacemaker dependant. There was no noise on the electrograms, and lead impedance measurements were normal. The patient had a large infarction, and the physician felt the increase in pacing threshold was related to necrotic tissue.